Event description:
Per the clinic, the patient experienced a persistent postoperative erythema, abscess and bacterial infection at implant site. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported) and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of receiver / stimulator and bacterial infection. Subsequently, the patient was hospitalized overnight (specific date and duration not reported) for the administration of IV antibiotics.